Manufacturer narrative:
(B)(6) 2024. Claim #(B)(4).

Event description:
The reporter indicated that a 12.6mm tmicl 12.6 implantable collamer lens of -7.50/2.0/048 (sphere/cylinder/axis) was implanted into the patients left eye (os) (B)(6) 2022. On (B)(6) 2022 the lens was removed due to size. The lens was replaced on an unknown date with another staar lens. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Corrected data: b5: the reporter indicated that a 12.6mm tmicl 12.6 implantable collamer lens of -7.50/2.0/048 (sphere/cylinder/axis) was implanted into the patients left eye (os) (B)(6) 2022. On (B)(6) 2022 the lens was removed due to size. The lens was replaced on an unknown date with another staar lens. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted. D6b: explant date-( B)(6) 2022. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm tmicl 12.6 implantable collamer lens of -7.50/2.0/048 (sphere/cylinder/axis) was implanted into the patients left eye (os) (B)(6) 2022. On (B)(6) 2022 the lens was removed due to size. The lens was replaced on an unknown date with another staar lens. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.